Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this right ventricular lead was explanted due to a lead fracture. Impedance measurements were greater than 2,200 ohms and the lead was not capturing or sensing appropriately. There were no adverse patient effects reported.